Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 7.1, 11.0 and 16.1 mmol/l. Tests were done within 20 minutes. Pt did not experience any adverse events. No further info has been reported.